Event description:
Customer called to report that the insulin pump failed to vibrate during self test. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit failed to vibrate during self test due to broken black vibrator motor wire. Unit received with cracked battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.